Manufacturer narrative:
(B) (4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The lead was discovered to be snapped at the distal end during a distal procedure. It was still in place when the break was noted. There was no pt injury associated with the event.